Event description:
On (b)(6) 2026, it was reported that on (b)(6) 2026, the user passed away. The cause and circumstances of death are unknown, and it could not be confirmed whether the user was using the iLet at the time of death. No additional clinical information was available.

Manufacturer narrative:
The user was reported deceased on (b)(6) 2026. The cause of death, medical events preceding the death, and whether the user was wearing or actively using the iLet at the time of death could not be confirmed. Multiple attempts were made to contact the family for additional information; however, no response was received. Engineering review of the available device logs identified no malfunction alerts, motor errors, or evidence of inaccurate insulin delivery. The device generated glucose and system alerts appropriately and adjusted insulin delivery in response to available Dexcom G7 glucose data. On (b)(6) 2026, the logs documented several Glucose Falling Quickly, Urgent Low Soon, Urgent Low Glucose, and Low Glucose alerts. A user-initiated insulin pause and subsequent resume were also recorded, followed by additional low-glucose alerts. Total insulin delivery on (b)(6) 2026 was approximately 62.48 units, and approximately 14.60 units were delivered on (b)(6) 2026 prior to the end of available data. No evidence of pump malfunction was identified, and the engineering review concluded that the iLet operated as intended. Because the cause of death is unknown and the available clinical information is insufficient to determine the relationship, if any, between the reported death and iLet therapy, a causal relationship cannot be confirmed or excluded. Based on the available information, no device malfunction was identified, and the event remains Cause Not Established. If additional information becomes available, a supplemental MDR will be submitted.